Event description:
A customer contacted stryker to report that their device would not deliver shock when attempted. There were no adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
A stryker field service technician evaluated the customer's device and was able to be verify the reported issue through review of the electronic record. It was observed that the speed dial button was pressed after charging the device, resulting in the device to disarm the charge. The root cause of the reported issue was due to user error. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Manufacturer narrative:
Stryker will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not deliver shock when attempted. There were no adverse effects to the patient as a result of the reported event.